Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship exists between hd treatment via the fresenius 2008 t machine, fresenius granuflo acid bath and fresenius bicarbonate solution and the patient¿s complaint of headache with evidence of hypertension requiring ER encounter. However, the patient was not admitted to the hospital and did not require medical intervention indicating the patient did not have any serious harm. Currently, there is no objective evidence contained in the file that indicates a malfunction or product issue with the products caused this event. At this time, the exact cause of the event cannot be determined. Dialysis is a life-sustaining therapy for patients with esrd. However, it is well documented that patients with esrd on dialysis can have imbalance with electrolytes and experience hypertension due to disease process of kidney failure.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
It was documented patient was asymptomatic for hypernatremia and hypertension; cause not identified. Additionally, it was noted the patient was clinically stable and normotensive the entire time in the emergency department (bp 139/85, pulse 77) and did not require any medical intervention. Patient labs were significant for sodium 154, chloride 118, glucose 259 and osmolarity 328. The patient was deemed clinically stable and discharged home without requiring hospital admittance. The charge nurse reported the 2008 t machine was pulled from service. The nurse reported all functional checks passed. It was confirmed through documentation on the post event functional testing of the dialysis machine on (B)(6) 2020 that all functional testing of the 2008t machine passed. It was noted the functional tests were performed using a bicarbonate mix from (B)(6) 2020 as the actual bicarbonate sample from (B)(6) 2020 was not available. According to documentation on the form, the functional tests verified the conductivity and ph of the dialysate used at the time of the event were within parameters. Additionally, ultrafiltration controls using the settings prescribed for the patient during the event were functioning properly. Furthermore, the bicarbonate mix and acid bath were tested and found to be within normal parameters and the charge nurse confirmed that the bicarbonate mix and acid bath were not suspected to have caused the reported event. It was reported the machine was returned to service post functional testing without any further issues or events.

Event description:
It was reported that a patient on hemodialysis (hd) therapy experienced a headache during a dialysis treatment on (B)(6) 2020 which resulted in hospitalization and report of hypernatremia (elevated sodium level). A review of the patient¿s hd treatment sheet for (B)(6) 2020 was performed. Documentation of pre-treatment testing of the 2008t machine included the machine passed pressure holding tests, alarms were verified, hi flux verified, air detector was armed, and there was no presence of bleach. Machine conductivity reading was within acceptable range. A review of all pre-treatment machine documentation indicates no unexpected findings. The patient¿s pre-treatment vital signs recorded were as follows: blood pressure (bp) 182/85 sitting. 186/92 standing, pulse 88 regular, respiratory rate (rr) 19, and temperature 95.6 with no recorded complaints. Pre-treatment weight recorded (B)(6) kg with a target weight calculated at 4 kg (4000 ml ultrafiltration) as dry weight is (B)(6) kg. It was noted the patient had no new findings. A review of all pre-treatment documentation revealed the patient was hypertensive before the start of hd treatment. According to treatment documentation received, at 9:53 am the patient¿s treatment was initiated without any recorded issues or patient complaints. Bp recorded at 9: 55 am was 182/78 (high), pulse 85. Nursing evaluation at 10:06 am noted the patient was content and pleasant. Slight (1+) edema noted in lower legs bilaterally and an irregular heart rhythm (pulse rate not documented but noted as normal; patient has pre-existing atrial fibrillation.). No other unusual findings or symptoms of fluid volume overload were noted. The patient¿s bp remained elevated (197/73), at 10:32 am, as treatment continued. It was recorded the patient was asymptomatic and denied any complaints at this time. However, subsequently, it was documented that the patient¿s bp at 10:45 am was 220/95 and subsequently at 11:00am 178/77. According to the treatment sheet, at 11:30 am the patient was taken off the dialysis machine and treatment ended due to the patient having complaints of intense headache with feeling of need to vomit and neck/back pain. It was recorded the patient was on the machine for 1 hour and 38 minutes. It was noted the 2008t machine had a conductivity of 20 with a ph of 6.7 at 11:30 am. It is unknown if the patient was receiving dialysis at the time these measurements were taken. The charge nurse reported the dialysate conductivity/ph was checked at the blue dialysate line on the dialysis machine with an independent meter. The exact meter used was unknown, nor was it known if the dialysate sample was obtained accurately using the meter, according to the nurse. The machine was reportedly not alarming. The patient was sent to the hospital via ambulance at 11:45 am for further medical evaluation. The patient¿s post weight recorded (B)(6) kg, which is 3 kg above the documented dry weight. A review of the patient¿s hospital records was performed. The patient was brought to the emergency department for high blood pressure and headache. The patient denied chest pain, shortness of breath, fever, chills, nausea, vomiting, diarrhea and stroke-like symptoms/ slurred speech. Patient notably alert and oriented and in no apparent distress. A chest x-ray showed central vascular congestion and borderline cardiomegaly. EKG showed findings consistent with pre-existing atrial fibrillation, no acute ischemic changes. Head CT without contrast revealed no acute intracranial abnormalities.